Event description:
Healthcare professional reported that approx 7 days post implant the pt experienced hemmorhage of the prosthetic valve resulting in death. A graph had been attached to the aortic wall of the prosthesis and rupture occurrred beyond the suture line. The valve was not returned to the MFR for analysis.